Event description:
It was reported that during the procedure the nurse noticed bleeding and "believed the device was not holding the necessary pressure." The device was not replaced and there was no patient injury reported by the facility.

Manufacturer narrative:
Further follow-up with the facility confirmed the device was never checked to see if it was properly inflated and the procedure was completed using the complaint device.the complaint device was not returned to ascent for an evaluation so a root cause could not be determined. No device information such as model number or lot number was provided.due to the infrequency of this type of event, no trend analysis is available.